Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd technical service provide order of draw cards as well as processing guidance. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that erroneous results occurred with a bd vacutainer® pst¿ gel and lithium heparin (lh) 65 units blood collection tubes. The following information was provided by the initial reporter, "it was reported that there was high levels of potassium and low levels of calcium. (1 of 2): date of event (B)(6) 2019. The customer stated that there was high levels of potassium and low levels of calcium would edta contamination affect the results? Date of event: (B)(6) 2019 - (B)(6) female. No samples spoke with the customer. She stated that there were 2 phlebotomists involved in this issue. She believes that the phlebotomists drew the edta first and then poured some of the contents from the edta into the pst tube. There was a reduced volume of blood in the edta tube. The k+ results were very high (near 14) and the ca results were very low (less than 1.0). The cbc results were normal. The phlebotomists insist that they drew the blood correctly. The patients were re-drawn and the k+ and ca results were normal. She was not able to provide the lot # of the pst tube. I sent her the order of draw chart and stressed that a phlebotomist should never pour blood from one tube into another."